Manufacturer narrative:
Updated fields: b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation, below field are added from e1- event site telephone- (B)(6). The customer sought third-party repairs and did not contact fse for repairs.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during a routine inspection the cs300 intra-aortic balloon pump (iabp) was not displaying ac power status. The customer sought third-party repairs. There was no harm reported.